Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 600 mg/dl. The customer did not observe any symptoms of high blood glucose and treated with the insulin pump by administering 15 units of insulin. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime and no leak was found. Unable to complete troubleshoot due to lack of a tubing clamp. Advised the customer to perform a complete infusion set, reservoir and insulin change. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.